Event description:
"During a surgical procedure, the disposable cannula broke inside the pt's abdomen. The 30 to 90 minute procedure was extended to 6 hours. One "thumb nail" size fragment was not retrieved. The pt was recovering in the ICU.